Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 525 mg/dl. Customer was hospitalized due to high blood glucose. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer was still hospitalized at the time of call. Customer reports that sensor, hospital meter, and his meter had different readings. Customer declined troubleshooting stating that he was reconnected to insulin pump and all was working well. Customer will call back should issue reoccur. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.